Manufacturer narrative:
Results: the penumbra system 5max ace reperfusion catheter (5max ace) was kinked approximately 11.5 cm from the hub and fractured approximately 93.0 cm from the hub. The 5max ace was ovalized in multiple locations along the distal shaft. Conclusions: evaluation of the returned device revealed that the 5max ace was fractured on the distal shaft. This type of damage typically occurs due to improper handling during removal from the packaging hoop. If the device is removed from the packaging at an extreme angle while force is being applied, it is likely that damage such as this may occur. Further evaluation revealed that the 5max ace was kinked and ovalized. This damage was likely incidental, and may have occurred during handling and packaging of the device for return transit. These devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the penumbra system 5max ace reperfusion catheter (5max ace) was separated half way upon removal from the packaging. The damaged 5max ace was found prior to use and therefore, was not used for the procedure. The procedure was completed using another manufacturer's thrombectomy device.